Event description:
Caller reported that the t:slim x2 pump battery was not charging despite showing a charging indicator. There was no adverse impact to the customer¿s blood glucose level. Technical support made multiple follow-up attempts, leaving a voicemail and sending an email, after which the case was closed due to lack of customer response.